Event description:
It was reported while transporting a patient on the chair, the hand grip allegedly slid off the chair causing the chair to tip. The patient alleges sustaining an arm injury and a medic sustaineda back injury, as a result of the incident. No further details were provided.

Manufacturer narrative:
An authorized ferno technician evaluated the device and could not determine what caused the adhesive to deteriorate; however, the bill of material and work instructions call out for proper adhesive to be applied prior to the installation of the grips. It is also unknown how often preventative maintenance is completed on this item. The chair was repaired and approved to be returned to service.